Event description:
It was reported by the customer that 2 bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle came off. The following information was provided by the initial reporter, translated from portuguese to english: when removing the protective needle cap (orange) the needle came off the syringe body along with the plastic part and got stuck in the protective cover.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle came off. The following information was provided by the initial reporter, translated from portuguese to english: when removing the protective needle cap (orange) the needle came off the syringe body along with the plastic part and got stuck in the protective cover.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 9350257. The returned syringe was examined and the shield was able to be removed from the sample with the hub assembly separating from the barrel. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure of needle hub separation. A CAPA has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
H6: investigation summary: customer returned an image of a 31gx6mm syringe. Customer reported that when removing the protective needle cap (orange) the needle came off the syringe body along with the plastic part and got stuck in the protective cover. The images were examined, and it was observed that the cannula was no longer attached to the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Based on the images received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. A CAPA has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported by the customer that 2 bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle came off. The following information was provided by the initial reporter, translated from portuguese to english: when removing the protective needle cap (orange) the needle came off the syringe body along with the plastic part and got stuck in the protective cover.